Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.

Event description:
On (B)(6) 2025, a user contacted customer support to inquire about using orange juice as an option when blood glucose (bg) levels are low. The agent informed the user that treatment choice is based on personal preference and provided general education on using orange juice to help return bg to range. Patient reported a blood glucose reading of 55 mg/dl and they corrected hypoglycemia with orange juice. No product malfunction was reported as the ilet alerted the patient of the reported low bg. There was no non-medical outside assistance or medical intervention required and no symptoms were experienced. No further assistance was requested.